Event description:
It was reported that following completion of a percutaneous transluminal coronary angioplasty/stent procedure, the guide wire was removed against resistance (contrary to instructions for use) and resulted in guide wire tip separation in the pt anatomy. A snare device successfully retrieved the tip; however, a distal dissection occurred. After two unsuccessful attempts to stent with another co's stent, stenting was accomplished with 3 multi-links. Reportedly a momentary heart block occurred during the procedure and was self-resolved. Reportedly no other pt complications occurred.